Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had aib bubbles anomaly. Customer's blood glucose was 200 mg/dl. The customer checked all the tubing and finally found there was an air bubbles in the reservoir. The customer changed out the set completely and has not had any problems since.